Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported clip actuation issue was confirmed. Additionally, the clip cover was noted to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation concluded that the reported difficulty was related to the bend in the actuator coupler; however, a definitive cause for the bend could not be determined. The clip cover tear likely occurred during attempts to troubleshoot the device during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other mitraclip clip delivery system (cds) is being filed under a separate medwatch MFR number.

Event description:
This report is being filed for the tear noted on the returned clip cover, which has the potential to cause serious injury if a piece of the soft clip cover is left behind in the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced without reported issue; however, the clip could not be opened more than 120 degrees. Troubleshooting was unsuccessful; therefore, the clip was closed and the cds was removed without issue. The second cds was advanced without reported issue; however, the clip could not be opened more than 120 degrees. Troubleshooting was unsuccessful; therefore, the clip was closed and the cds was removed without issue. A new cds was used to successfully complete the procedure, reducing mr to 1-2, with no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided. Both cds were returned with the clip covers torn.